Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h4; h6; h10. The following sections were corrected: d1. Visual examination of the returned product identified that both liners show damage to inner radius, face, scallops, locking feature and the cutouts. Dimensional analysis confirms the diameter of both liners are conforming. The wall thickness is also confirmed to be conforming for both liners. No product identifier or images/videos were provided of the cup used. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. Unable to confirm complaint. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the attempt was made to install two different liners. Both were unsuccessful. A third liner was opened and went into the cup with one impaction and stayed. There was a 10-15 minute delay. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.